Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the proximal connector on the expiratory limb of an rt265 infant dual-heated evaqua2 breathing circuit was cracked after about a day of use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 breathing circuit was not returned to fisher & paykel healthcare (B)(4). The hospital informed us that they has disposed of the circuit as it had been used on a patient with mrsa. However they provided photographs of the subject breathing circuit, which were inspected. Results: inspection of the photographs revealed that the collar at the patient end of the expiratory limb was cracked. A lot check was not performed as a lot number was not provided. Conclusion: we were unable to determine what has caused the collar to crack. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the complaint circuit became damaged during use. The user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. This product is intended to be used for a maximum of 7 days.